Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burned with the light cord. It was a 1st degree burn, the size was smaller than a dime. The surgeon disconnected light cord from the scope early in the procedure and the light box turned off. At the end of the procedure the surgeon disconnected the light cord from the scope and put camera head and light cord on the drape. The tech noticed the distal end of light cord burned through the drape. After investigating further, the light cord burned through patient gown as well.

Manufacturer narrative:
Alleged failure: patient burn with light cord. Surgeon disconnected light cord from the scope early in the procedure and the light box turned off. At the end of the procedure the surgeon disconnected the light cord from the scope and put camera head and light cord on the drape. The tech noticed the distal end of light cord burned through the drape. After investigating further, the light cord burned through patient gown as well. L12 sn# (B)(6). Safelight cord sn# (B)(6). 1788 camera head sn# (B)(6). [Update: 1st degree burn, smaller than a diam, medical intervention - bacitracin and gauze, issue with camera head - the light remained on after being unplugged from the endoscope ]. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes: esst issue causing safelight failure. Replace receptacle board. Advise to re-calibrate unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient was burned with the light cord. It was a 1st degree burn, the size was smaller than a dime. The surgeon disconnected light cord from the scope early in the procedure and the light box turned off. At the end of the procedure the surgeon disconnected the light cord from the scope and put camera head and light cord on the drape. The tech noticed the distal end of light cord burned through the drape. After investigating further, the light cord burned through patient gown as well.